Event description:
Physician advised that while doing a hair removal procedure in 2006 on the lower legs of a female patient, the patient complained that the tip of the handpiece felt hot. Physician stopped the treatment and shut the machine off. The physician applied ice to the affected area, let the unit cool off and completed the treatment without incident. The patient has one small area of discolored skin. Medical intervention consisted of steroid injection and topical steroid ointment recommended for 24 hours.

Manufacturer narrative:
Additional patient and incident details have been requested by lumenis and are pending as of 9/12/2006. Per the customer engineer, the epi output was high. The ce recalibrated output and advised customer regarding pm of filters. Recalibrated and pm'd system (periodic maintenance).